Event description:
It was reported that patient underwent hip procedure on (B)(6), 2012. During the procedure the insert in the mold became loose and the mold could not be used. Additional unit of the hip spacer mold was opened and used to complete the procedure; however, there was a delay in the procedure greater than thirty minutes as a result.

Manufacturer narrative:
(B)(4).the user facility was notified of the event on (B)(4), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.(B)(4).